Event description:
It was reported that, the cs300 intra-aortic balloon pump (iabp)  unit had an autofill failure. There was no patient involved.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
Updated fields; b4, g3, g6, h2, h10, h11. A getinge field service engineer was sent to investigate the issue. The fse was able to reproduce the reported failure. Fse replaced the hose compressors, safety disk, and 5000 hour maintenance kit. The fse states the customer did not purchase new batteries so they were not replaced. After service the iabp functioned normally. The unit passed all testing and was returned to the customer for use.

Event description:
N/a.

Manufacturer narrative:
A getinge field service engineer was sent to investigate the issue. The fse was able to reproduce the reported failure. Fse replaced the hose compressors, safety disk, 5000 hour maintenance kit and both lead batteries. After service the iabp functioned normally. The unit passed all testing and was returned to the customer for use.

Manufacturer narrative:
**UDI related data quality updates only** providing updated device identification information in alignment with gudid.

Event description:
N/a